Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powered on. The field service engineer (fse) replaced the hardtop, drawer controller, preventive maintenance plus battery rubber stops, and category 5 connectors to address the issue and ensure proper drawer operation. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up and was offline in rss. The user reported that neither the pyxis station nor its attached components, including the refrigerator and auxiliary drawers, were operational. The power outlet was tested and confirmed to be functioning properly, indicating an issue with the device itself. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.